Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Visual examination of the provided picture identified bio-debris to the surface of the bearing. No damage was noted to the inner spherical surface. No further evaluation can be made from the provided picture. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided and review identified the following: 1. Limited study given significant artifact; 2. Possible polyethylene wear of the acetabular cup; 3. Possible loosening of the femoral component at the bone cement interface. A definitive root cause cannot be determined. This complaint cannot be confirmed. The x-ray review could not confirm the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). D10: cat# 110024466, lot# 890570, g7 dual mobility liner 50mm h. Cat# 00-8777-028-03, lot# 3009348, biolx opt hd/adpt 12/14 28+3.5. Unk stem . G2: foreign australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a revision approximately eight months post-implantation due to intra prosthetic dislocation between the head and bearing. The head, liner, and stem were revised. Attempts have been made and no further information has been provided.